Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pull out was observed. The stopper was observed stuck in an eclipse signal needle holder. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper pullout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pull out based on photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® k3e 5.4mg plus blood collection tubes, the tube got stuck. There was no report of impact to the user or patient. The following information was provided by the initial reporter: when the phlebotomist was going to remove the 2nd tube (edta) it got stuck in vacutainer. We don¿t know if it is the tube or the vacutainer that cause it to be stuck.